Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 5. On (B)(6) 2021, non-osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, increased sensitivity and inflammation. No further patient complications were reported.